Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture break post operatively? Additional information was requested and the following was obtained: did the suture break post operatively?- 3 dogs were operated with this suture and had to be reoperated. What is the product code and lot number? - vicryl vcp587h, lot: hm8dpjp0. Is any product coming back for evaluation?- no material left directly from the operated dogs.

Event description:
It was reported that a dog underwent an animal procedure and the suture was used. After the procedure, a dog had rupture. Additional information has been requested.